Manufacturer narrative:
H6 - patient code 2645 corrected to patient code 2199. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -8.50 diopter, implantable collamer lens got stuck in the cartridge during loading process. There was no patient contact and the cause of the event is unknown. The patient has received a replacement lens and is satisfied.

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial, with debris on the lens. Visual inspection found no visible damage and debris on the lens. Claim# (B)(4).

Manufacturer narrative:
The reporter stated that the lens was implanted , removed and replaced within the same surgery. (B)(4).